Manufacturer narrative:
The radiometer investigation has not been able to identify a specific root cause, as there has been received no data to investigate. Hence the root cause remains unknown and this incident does not meet the criteria of a reportable MDR now.

Manufacturer narrative:
Service dump received 20feb2025. The radiometer investigation is therefore re-opened.

Manufacturer narrative:
The new data received did not provide something useful to the case. The radiometer investigation is therefore completed and the root cause remains unknown.

Event description:
According to the complaint the customer is stating that the abl90 flex plus crea/urea (serial no; (B)(6)) had on one occasion printed out the previous patient's results. When analyzing the same patient again, the analyzer prints two results. The previous and the latest. Description of the event: employees analyze blood gas on a critically ill patient. Ensures ID is correct and enters it into the analyzer. The sample result that is printed is for a different ID number (sample ID (B)(4)?). Previous patient? This is not noticed immediately. Only when a new blood gas is analyzed on the same critically ill patient. Then the analyzer prints two test results for that patient (sample ID (B)(4) , (B)(4)).